Event description:
Per medical record review, as noted by ice procedure, the leaflets of the previously placed 23mm sapien 3 valve were calcified and frozen in semi-open position. After a series of balloon dilations of the stented conduit, a new sapien 3 valve was implanted with only of 10-12mmhg residual gradient.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Update to a4, b5 and d4. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post implantation of a sapien 3 valve in the pulmonic position, the patient required a viv procedure related to the reported elevated gradients and stenosis of the valve. A new sapien 3 valve was implanted successfully. At this time follow-up attempts are being made to obtain the original valve serial number, model name, and original implant date.